Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this atrial lead exhibited no amplitude reading on the p-waves. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(6) 2016 update: ai indicates that dislodgement was confirmed through fluoroscope. This lead was dislodged since the device upgrade in 2015. The device was set to vvi 40 due to failed atrial lead. Patient complained of dizziness and low pulse due to this programming. No adverse effects specific for the lead.